Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3286ans, UDI: (B)(4), serial: (B)(6), batch: 6114360.

Event description:
Related manufacturer report number: 1627487-2023-05507. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy. Surgical intervention was undertaken to explant the scs system. Follow up indicated that patient was doing well postoperatively. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3286ans, UDI: (B)(4), serial: (B)(6), batch: 6114360.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.